Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(4) 2017. The representative reported that they replaced the bios battery for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect bios battery has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, when starting up the imaging system, the viewing station of the imaging system computer loaded the bios password screen. Restarting the system resolved the reported issue. Initial troubleshooting found that the bios battery on the viewing station of the imaging system computer can lead to the reported issue. No additional information was provided. There was no patient present when this issue was identified.